Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings:a review of the black box indicated on reboot occurred on (B)(4) 2014 associated with a battery and cartridge change. Visual inspection revealed that the battery compartment was cracked in multiple places and the returned battery cap had stripped threads and was worn on the top. The returned battery cap was unable to secure to the returned pump nor to a test pump; reboots were duplicated with the returned battery cap. The battery cap contacts were found to be within required specifications. There was evidence of moisture inside the battery compartment. A test battery cap was able to attach to the returned pump and a 24 hour exercise test was completed with no further power interruptions. The pump failed leak testing due to a battery compartment leak. The pump cover was removed and there was no further evidence of moisture observed and no damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power-intermittent (damage-battery compartment and battery cap) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.